Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had fallen in 2012 and sometime after that was adjusted but it still didn't work how it did originally. Relevant medical history included radiculopathy. Follow-up was performed to determine what actions were taken to address this event and if it was resolved. This event will be updated if additional information is received.